Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported she has been experiencing instability, feels as her knee goes side ways and is experiencing lower back pain. Patient stated she can only bend her left knee 90 degrees. Patient is seeing a therapist and they have told her that her knee is loose. Patient is inquiring if her knee is part of recall. Stated orthopedic surgeon agrees it's loose and concerned about doing a revision surgery.

Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: triathlon ps fem component, cemented; cat# 5515-f-301; lot# dxdi; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# d970; triathlon prim tib baseplate ¿ cemented; cat# 5520-b-300; lot# bfpg; simplex p full dose 1 packcat# 6191-1-001; lot# rkr182; simplex p full dose 1 packcat# 6191-1-001; lot# rir137. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding loosening involving an triathlon insert was reported. Conclusion: there is no indication that the product reported in this investigation contributed to the event since patient was experiencing loosening involving pain & instability. The insert stays locked within the baseplate even if the baseplate loosens and no other allegations were made against the insert. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported she has been experiencing instability, feels as her knee goes side ways and is experiencing lower back pain. Patient stated she can only bend her left knee 90 degrees. Patient is seeing a therapist and they have told her that her knee is loose. Patient is inquiring if her knee is part of recall. Stated orthopedic surgeon agrees it's loose and concerned about doing a revision surgery.